Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device's minute ventilation sensor oversensed an external respiratory rate monitor which caused unexpected high rate pacing. Boston scientific technical services (ts) was contacted for assistance and discussed interactions between hospital monitoring equipment and minute ventilation sensors. The physician had no allegations and there were no adverse patient effects. This device remains in service.